Event description:
It was reported by the doctor that the device successfully obtained the initial biopsy and was removed from the pt. The unit was inserted for a second biopsy, the yellow and green lights were on but the device would not cycle. The doctor remvoed the device and it cycled outside the body. The device was reintroduced and successfully took a sample. Upon removal of the unit the pt started to bleed and was moved to the or to suture a nicked vessel. The doctor states that the device did not cause the event.